Event description:
It was reported that during a da vinci si surgical procedure, the tip on the prograsp forceps instrument would not bend on one side. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable is broken at the distal clevis hub. The pitch motion is not intuitive as a result. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The pitch down cable is frayed at the distal clevis hub. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.